Event description:
According to the reporter: the needle came off of the thread. The event occurred during the procedure but the product was not used on the patient. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted two sutures and two needles. One of the sutures was detached from the needle. It appeared that the needle had disengaged from the suture under tension. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. The retainer was inspected with no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.